Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 130 mg/dl. The customer stated that the devised was not dropped nor bumped no exposed on moisture. The customer was advised that the device would be replaced.